Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon receipt. According to the received information, the housing and housing lid was mechanically damaged, most likely due to external mechanical stress. No leaking of electrolyte was reported. This is a final report.

Event description:
The user requested a check of the dacapo powerpack due to a broken housing. However, neither user contact to battery chemistry nor any injuries have been reported. No electrolyte leakage was found. The powerpack will not be returned to the manufacturer due to iata regulation; however a supplemental sheet for the dacapo powerpack has been received.

Manufacturer narrative:
Conclusion: according to the received information the concerned dacapo power pack had a broken housing without electrolyte leakage; neither patient contact to battery chemistry nor any injuries were reported. No cause for the malfunction could be determined as the device has not been received for failure investigation. This is a combined initial and final report.

Event description:
The user requested a check up of dacapo powerpack due to broken housing. However, neither patient contact to battery chemistry nor any injuries have been reported. No electrolyte leakage was found. The powerpack will not be returned to hq (B)(4) due to (B)(4) regulation.